Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure, the patient developed complications and the procedure was aborted. The physician suspected the issue may have been due to non-nevro instruments used during the procedure. Nevro attempted to obtain additional information regarding the nature of the event but was unsuccessful. There have been no reports of further complications regarding this event.